Event description:
The advocate stated the customer received a blood glucose reading of 27 mg/dl from one contour and a reading of 87 mg/dl from her oldest contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips and new meters were sent to the customer.